Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed. Lead integrity alert triggered on (B)(6)-2012. Patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2012. Three - ventricular non-sustained tachycardia<=210 ms between (B)(6)-2009 and (B)(6)-2012. Ventricular short interval count (v-sic) =47 counts, in 0.84 day, between (B)(6)-2012. Weekly pace lead impedance trend data shows varying impedance spike increases for max rv pace = 504 to 1168 ohms range between (B)(6)-2010 and (B)(6)-2012.

Event description:
It was reported that the right ventricular lead had oversensing, variable impedance and a possible lead connector issue. The lead is still in use. No patient complications have been reported as a result of this event